Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to left cylinder leakage and right connection tube break. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump was implanted, the event resolved. Additional information received indicated there was a hole in the cylinder.

Manufacturer narrative:
H3 device evaluation the complaint component was returned and analyzed. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified in the kink resistant tubing (krt) of cylinder 1 attributed to fatigue. Cylinder 2 performed within specification. Product analysis confirmed the allegation related to the tubing leak; however, a fluid leak in the second cylinder was not confirmed. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was unable to be functionally tested due to contamination.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to left cylinder leakage and right connection tube break. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump was implanted, the event resolved. Additional information received indicated there was a hole in the cylinder.